Event description:
Dr (B)(6) has given me gel shots for wright knee (zimmer) switched had an adverse reaction to synvisc - same day - could not walk, very painful. Left leg: severe pain from a synvisc injection. Used zimmer and changed to synvisc - horrendous for 5-6 months pain. The product was not over-the-counter. Date the person started taking or using the product: (B)(6) 2018. Reason for use: arthritis knees.